Manufacturer narrative:
(B)(6). On july 31, 2017, it was reported that the skin carrier would not feed through the device. On august 7, 2017, it was clarified that the issue occurred during surgery on (B)(6) 2017. There was no harm, injury or adverse events associated with the failure. There was no extension or delay to the procedure. Another device was used to complete the surgery. There were no problems that caused impact or damage to the graft. On august 17, 2017, it was clarified that the issue was not identified immediate upon opening the device, before use or during the first-ever use. There was no medical intervention or additional surgical procedures required. The harvested graft was usable and no additional grafts were taken. The blades were properly placed and the dermacarrier was at room temperature during use. The device was used by a trauma specialist who did not need a referral. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was april 28, 2016 where it was reported that the comb was bent and the comb was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on august 5, 2017 revealed that the handle was jammed due to there being no lubrication. The pre-testing could not be performed due to the bent comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on august 5, 2017 which included replacement of the comb, shoulder bolts, cap nut and belleville washers. The handle was disassembled and lubricated. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the handle was jammed and the comb was bent. The root cause of the skin carrier not feeding through the device was due to the handle being jammed and the comb was bent. The issue was resolved with the replaced the comb, shoulder bolts, cap nut and belleville washers. The handle was disassembled and lubricated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the skin carrier would not feed through when barrel locked in place and it would go through when not locked. Subsequently this caused no patient harm and there was no surgical delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. Investiagtion revealed that the comb was bent. No adverse events were reported as a result of this malfunction.